Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the his lead was screwed into the myocardium and the measurement results were not good. It was noted that the lead was turned counterclockwise to screw out the helix, but the helix could not be detached. The lead was manually pulled, and tension was gradually exerted on the lead, which successfully removed the helix. Once the lead was removed, the catheter was observed to be damaged with an uneven surface. It was noted that the physician visually confirmed the helix was stretched out due to the lead tip being entangled with the myocardial tissue. The lead and catheter were not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.